Manufacturer narrative:
.

Event description:
It was reported that during a colon procedure, the staples in the device would not release. A similar device was used to complete the case. There was no patient consequence.